Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4): evaluation results - visual inspection of the returned lens showed the lens was torn in half and a piece of the optic was torn off with a haptic and missing. There was clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this claim, were addressed in a CAPA opened, which was subsequently closed. The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4)

Event description:
The customer reported the +19.0 diopter aq2010v silicone three piece lens tore upon insertion. The lens was removed and without any injury to the patient.

Manufacturer narrative:
Review of the manufacturing, inspection and packaging process concluded there was nothing found to suggest a contributory factor to this complaint. Based on the complaint history, lens work order search, product evaluation, medical and device history reviews, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
An injector lot search found 6 similar complaints. A cartridge lot search found no similar complaints. Per medical review - reportedly, iol( 3-piece silicone) tore during insertion requiring intraoperative lens removal/exchange. Incision was not enlarged and no other tissue damage was reported. Another lens of same model was successfully implanted. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2014, the most likely cause of the event was unknown. It should be noted that at the time of the surgery the patient was (B)(6) years old and per FDA approved dfu: "silicone 3p iols are indicated for primary implantation for the visual correction of aphakia in persons 60 years of age or older in whom a cataractous lens has been removed by extracapsular cataract extraction." Based on the complaint history, product evaluation, injector lot search, cartridge lot search, and medical review, a specific root cause of the event could not be determined. (B)(4).